Event description:
Analysis of the returned device found the microdelivery catheter proximal shaft was stretched and separated under the strain relief.

Manufacturer narrative:
(B) (4) device shaft broken. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter distal shaft was compressed just distal to the stent and the proximal shaft was stretched and separated under the strain relief. The inner braided tubing was intact. The stent was in the microdelivery catheter in its intended location. The microdelivery within visual specifications. The stabilizer was jammed in the microdelivery catheter and was kinked at 10.0cm and 11.6cm from its proximal end. While the stabilizer was being pulled out of the microdelivery catheter, the stabilizer separated on its proximal junction and the stabilizer mid and distal shafts remained in the microdelivery catheter. The stabilizer appeared to be kinked then separated. The dimensions which could be measured met their specifications. The damages found on the microdelivery catheter and the stabilizer is indicative of a high friction encountered during use of the system. The high friction may have led the physician to apply excessive force in an effort to deploy the stent. This tensile force can cause stretching of microcatheter, and the corresponding compressive force in the stabilizer can cause compression in the stabilizer, which may manifest itself as kinking and possibly breakage. As the friction has been determined to be related to procedural factors, therefore; a root cause of operational context has been assigned to the event.